Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, that the 2 aiming arms and insertion handles were discovered to not be straight. Another set was used in the surgery, which was scheduled (B)(6) 2020. The surgery was completed successfully without any surgical delay. No fragments were generated. There was no reported consequence to the patient. Concomitant devices reported: insertion handle f/adolescent lateral entry femoral nail-ex (part number 03.010.226, lot unknown. Quantity 2), aiming arm for adolescent lateral entry femoral nail-ex (part number 03.010.227, lot unknown, quantity 1). This report involves 1 aiming arm for adolescent lateral entry femoral nail-ex. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown surgery, the two (2) aiming arms and insertion handles were not straight. The surgery was completed successfully without any surgical delay. There was no reported consequence to the patient.